Event description:
We received a report that a patient ''suffers'' from halos and glare since being implanted with a multifocal intraocular lens (iol). The dysphtopsia significantly affect her daily activities. The patient wants the intraocular lens (iol) explanted, however, the procedure has not been scheduled. This MDR is for the right eye. The doctor attributes the patient's symptoms to the iol. A separate MDR is filed for the patient's left eye.

Manufacturer narrative:
Event date: should have been (B)(6) 2012 (not 2014). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.